Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the section and to correct the patient code.

Event description:
Additional information was received (B)(6) 2019: the heath care practitioner was sent for testing per facility protocol and returned to work. Used needle stick protocol is regarding exposure to blood borne pathogens and testing to confirm negative results. There was no test results provided, however if practitioners returned to health care, the assumption is the patients were not positive for bbp disease so the nurses would not pose a risk returning to their role and therefore would not pose a risk to future patients.

Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - clinical supervisor. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned for evaluation. Based on our investigation, the root cause of the problem could not be identified. The condition of the actual sample was not confirmed since it was not returned for evaluation. No lot history files and retention samples were checked since complaint lot number is unknown. The representative samples were successfully activated without any difficulty during simulation. An audible click was heard and the activated needle was visually confirmed wherein cannula is fully engaged on the sheath and no abnormality was noted. Molding condition of the sheath critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to difficulty or failure of device activation. We have series of visual in-process inspection on molding until boxing process to detect abnormality on the components and assembled products that may lead to problem during sheath activation. Moreover, we perform manual safety sheath activation and component fit on assembled products during manual assembly. We have proper instruction for usage of sg3 needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated. (B)(4).

Event description:
The user facility reported that the nurse was giving a flu vaccine, activated on the bed, thought she heard audible click and when she went to remove the needle from the syringe she got stuck because it wasn't activated (have to take syringe out to document flu lot #). The patient was not affected. The procedure outcome was not affected. There was no other devices used with the reported product. Additional information was received (B)(6) 2019: the heath care practitioner was sent for testing per facility protocol, and returned to work. The activation was done on a bed.